Event description:
Complaint alleges: during a procedure, the surgeon loaded the clip and then when he closed the applier around the vessel the clip applier would not release the clip. There was no patient injury reported.

Manufacturer narrative:
Unknown if sample is available for evaluation at time of this report.